Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual inspection of the cylinders identified wear at folds in the middle and distal parts of both. Both cylinders passed the leak testing performed. The reservoir presented a hole consistent with tool damage, and a leak was confirmed. The tool damage is considered a secondary failure, so the reported fluid leak was not confirmed. Examination of the pump found the pump kink resistant tubing (krt) was worn down to the filament; however, the pump passed the leak and functional testing. Based on the information available, the reported observations could not be confirmed, and the cause could not be established.

Event description:
It was reported that the patient was undergoing surgical intervention to explant an inflatable penile prosthesis (ipp) reservoir due to the component migrating into the inguinal canal and deflating. A new reservoir was implanted. There were no patient complications reported.

Event description:
It was reported that the patient was undergoing surgical intervention to explant an inflatable penile prosthesis (ipp) reservoir due to the component migrating into the inguinal canal and deflating. A new reservoir was implanted. There were no patient complications reported.